Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and photographs were not provided. The described situation is adequately address in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in any retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported that an internal dialyzer blood leak occurred ten minutes after a patient's continuous veno-venous hemofiltration (cvvh) treatment began. The machine, a multifiltrate system, alarmed appropriately with a blood leak alert. No damage or defects were noted on the dialyzer. Additionally, nothing unusual was noted during the set-up or priming. Blood test strips were not used. It was reported that the blood leak was coming through the dialyzer membrane. The blood leak resulted in approximately 20 ml of blood loss. The patient did not experience any adverse reactions, and the facility did not need to provide medical intervention. It was noted that the patient¿s hemoglobin level had dropped to 73g/l. After the blood leak occurred, the nurse immediately changed out the supplies. The patient was able to complete their treatment with new supplies on the same machine. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.